Event description:
Ventilator malfunctioned while on pt. Alarm involved exhalation valve-vent could not be reset would not cycle. Pt taken off the ventilator and hand bagged with 100% oxygen. Placed on new ventilator.